Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Three unk zimmer screws were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) and complaint history review could not be review since no lot numbers were provided. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw fractured inside the implant and it had to be removed.